Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Reporter stated that patient received a result of 3.6 mmol/l (mobile system) and experienced hypoglycemic symptoms. He was treated with dextrose tablets. Fifteen minutes later, the following results were taken on the mobile system and compared to a professional meter within 2 minutes: 15.6 mmol/l (mobile system) and 7.8 mmol/l (professional meter). No actions taken based on device results. No adverse event due to the device reported. The manufacturer requested return of suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Device received in a condition which made analysis impossible. Unable to test because an empty vial was returned.